Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13696. Related manufacturer reference number: 2017865-2021-13697. Related manufacturer reference number: 2017865-2021-13700. It was reported that the pacemaker, right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead were explanted due to infection. The patient condition was stable.